Manufacturer narrative:
It was reported the patient underwent skin revision surgery (date not reported). This report is filed on april 29, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced skin complications at the abutment site and subsequently the patient was administered topical antibiotics and the abutment was removed, under local anaesthetic, on (B)(6) 2019.